Event description:
It was reported that this right atrial (ra) lead exhibited a pace impedance measurements of greater than 3,000 ohms, loss of capture with maximum outputs and reproducible noise and oversensing. It was noted there was a signal artifact monitoring (sam) episode which had the appearance of minute ventilation (mv) oversensing. Technical services (ts) discussed that the ra lead appeared compromise. The health care professional (hcp) would discuss with the physician. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited a pace impedance measurements of greater than 3,000 ohms, loss of capture with maximum outputs and reproducible noise and oversensing. It was noted there was a signal artifact monitoring (sam) episode which had the appearance of minute ventilation (mv) oversensing. Technical services (ts) discussed that the ra lead appeared compromise. The health care professional (hcp) would discuss with the physician. The lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was explanted and replaced with a new ra lead, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately ~16.5 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high out of range pace impedance measurements, loss of capture and reproducible noise and oversensing were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited a pace impedance measurements of greater than 3,000 ohms, loss of capture with maximum outputs and reproducible noise and oversensing. It was noted there was a signal artifact monitoring (sam) episode which had the appearance of minute ventilation (mv) oversensing. Technical services (ts) discussed that the ra lead appeared compromise. The health care professional (hcp) would discuss with the physician. The lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was explanted and replaced with a new ra lead, which remains in service. No additional adverse patient effects were reported.